Event description:
The customer reported an uncontained leak of approximately twenty (20) ml and obtaining vacuum error messages that halted instrument operation from the coulter ac.t diff 2 analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse noticed that the baths were overflowed and the vic (vacuum chamber) was partially full. The fse replaced the waste pump and waste pathway tubing to ensure proper bath and vic draining. This MDR is related to MDR 1061932-2014-02369, for a similar issue on a different date at the same customer facility using the same analyzer. (B)(4).